Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was approximately 147 mg/dl. The customer was to consume food and deliver a bolus to address the bg level. Tandem technical support had the customer perform a system check and the cause of the occlusion could not be determined. The customer loaded a new cartridge and insulin was observed exiting from the infusion set tubing. The customer also changed the infusion set site.